Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents that the syringes were difficult to remove from the female adapters of the tubing sets. It was reported that unspecified syringes were connected to the female adapters, at the proximal end of the tubing sets, for intermittent deliveries of either antibiotics or inotrope cardiac medications. The male adapter locking spin collars, at the distal end of the tubing sets were connected directly to the pts' access sites. After unspecified lengths of time in use, when the clinicians were attempting to change the syringes, it was reported the syringes were difficult to remove from the female adapters and the tips of the syringes broke off and became lodged in the female adapters. The tubing sets were replaced and the therapies were resumed. The customer contact stated, "the potential for an adverse event is there, if this particular infusion has to be interrupted to replace the tubing." However, there were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no additional information was provided.